Event description:
The customer stated in med watch report (#080001-2000-0014), "line accidentally severed during removal, unable to remove remaining piece of line. Pt transported to pediatric facility for surgical removal". The customer was called and was unable to give any further info of the incident or about the product - lot number, product code number, or status of the newborn.